Event description:
The customer provided additional information: during the initial procedure, five clips were placed, two of the clips were placed on the actively bleeding defect. Three of the clips used were boston scientific resolution 350 clip 11mm and two clips used were diversatek replay hemostasis clip 16mm. There were ten additional clips were placed in the second procedure, all of which were the diversatek replay hemostasis clip 16mm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, additional device evaluation results and the legal manufacturers investigation. A visual inspection was performed on the device as an olympus borescope was used to verify the condition of the biopsy channel as the borescope was inserted into the biopsy channel from the opening at the distal end. Upon entry, the evaluator discovered scrape marks and a large hole in the wall of the biopsy channel approximately 30mm from the opening. The borescope was advance further and found the remainder of the channel was normal. The device was returned to olympus for evaluation. Upon testing and evaluation of the returned device, and the users request was confirmed. Additional findings include, cracked glue found on edge of the c-body, a crack was noted on the bending section cover (a-rubber glue), there was unevenness noted on the seal of the light guide (lg) lens. The biopsy channel was confirmed to be leaking and the bending section was found to have fluid/dry after aeration. The insertion tube was found to have shakiness and it and one label on grip was noted on the control body. The up/down (ud) control know was found to have an overstretch angulation wire. The device history record was reviewed for the subject device. No anomalies during manufacturing of the device were found that could cause or contribute to the reported problem. An investigation was unable to identify root cause of the reported event. As stated in the instructions for use: if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the instrument. This could cause patient injury, bleeding, perforation, and/or equipment damage. Do not insert endotherapy accessories without the forceps elevator being raised. If they are inserted without the forceps elevator being raised, the accessory cannot be observed in the endoscopic image and it may cause patient injury. Wile raising the forceps elevator, do not insert or withdraw the endotherapy accessory with excessive force, open or close the distal end of the endotherapy accessory, or extend the needle of the instrument. This could damage the instrument channel and/or the endotherapy accessory and could cause patient injury, bleeding, and/or perforation. If the endotherapy accessory cannot be inserted or withdrawn, the distal end of the endotherapy accessory cannot be opened or closed, or the needle of the instrument cannot be extended, move the elevator control lever in the opposite direction of the ¿ u¿ direction to lower the forceps elevator.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection of the returned device, the reported event was confirmed and the evaluation found the following: 1.) The forceps passage biopsy channel leakage was confirmed. 2.) Cracked glue was found on the edge of probe pink rubber on the c-body. 3.) A crack was found on the bending section cover (a-rubber). 3.) The light guide (lg) lens was found to have an uneven seal. 4.) The bending section fluid was dry after aeration. 5.) The insertion tube was found to exhibit shakiness. 6.) One label on control body was dry. 7.) The control knob was found to have an overstretched angulation wire and the up down (ud) play was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that during an endoscopic ultrasound with fine needle aspiration (fna), the fna got caught on the elevator of the scope, created a hole within the scope, and caused mucosal trauma in the stomach. Bleeding occurred due to a tear on the greater curvature of the gastric body. Additional non-bleeding tears were noted in the gastric antrum. After this procedure, the patient began to bleed and was transferred from a medical inpatient unit to intensive care unit (ICU). The patient underwent an endoscopic procedure at bedside to control bleeding. To stop bleeding, epinephrine injection and clips were applied in stomach.